Event description:
It was reported that the patient's prior pump was replaced and the catheter was revised. The reported stated that the patient was responding to "15" but was currents at "350" along with 4 bolus doses per day which equated to "450" per day, and the patient was without relief. It was reported that in a previous refill the health care provider (hcp) "couldn't get all 40ml into the pump" due to some saline left in the pump, so the concentration was diluted. The reported stated that the patient was still having spasms and the catheter was "supposedly moved up higher to help the patient with his arms" but no result was seen. The reported noted that the hcp intended to check the volume at the next refill in "about a month." The medication used in the pump was lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012,: product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information: it was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). During the first refill following implant the arv was 27.5ml while the erv was 24.4ml. The reporter stated that the patient did not have good therapeutic effect since the pump replacement stating he had not had withdrawal but a "chronic lack of effect". The reporter indicated that the pump logs looked normal. The personal therapy manager (ptm) was being utilized for boluses; however, it was unclear if those boluses had been providing relief for the patient. A dye study was anticipated.